Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000113158.

Event description:
It was reported that the patient was experiencing pain at the midline incision due to possible lead migration. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information received indicates the patient was experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Event description:
Additional information indicates the patient experienced ineffective therapy.

Manufacturer narrative:
Correction: additional related report numbers should have been 1627487-2025-02664. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.